Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the front and right side ECG electrodes. The area was reported to be red with no broken skin and about the size of the electrodes. During a follow up, the patient reported that the irritation had improved with the use of a hydro-cortisone cream prescribed by the doctor.